Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens. A review of the event history log was not applicable. During the functional testing, the customer reported problem was confirmed. The latch lock sensor was faulty causing error to trigger. The main cause was unknown but the likely cause was the broken latch lock causing the latch lock sensor to be faulty. The latch lock and latch lock sensor were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displayed a cassette latch error. The product fault occurred during testing. The device evaluation revealed a latch lock sensor issue. There was no patient involvement and no patient harm/adverse event reported.